Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a missing clevis pin from the distal clevis likely causing issue reported by the customer. The missing pin was not returned with the instrument. Components surrounding the missing clevis pin did not exhibit damage that would have contributed to the clevis pin issue. The complaint regarding the instrument jaws could not be controlled by the main blade was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the prograsp forceps instrument jaws were not controlled by the main blade. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer and during active instrument manipulation. Instrument movements matched the surgeon¿s intended direction and scale, and timing was appropriate without delay or lag. The instrument was not static, there were no visible broken cables at the instrument wrist, and no injury was reported to the patient.